Event description:
The rptr stated that he did meter to lab comparison testing, in a fed state, side by side, within 2 mins. Meter reading (capillary) was 114 mg/dl, and the lab test (venous) result was 200 mg/dl. No control testing was done due to a lack of supplies. The rptr stated that he checks the confirmation dot for enough blood, but does not compare to color chart on strip bottle. The lifescan rep reviewed coding, cleaning, sample application, storage of strips and use of control solution with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8